Manufacturer narrative:
Follow up# 1: correction 05/20/2016- the initial 3500a report should have stated the brand name as the ultrasoft lancing device and should have had no 510k number.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging the lancing device casing is ¿cracked/broken¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.